Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and persistent abdominal pain/pain on right side"), nephrolithiasis ("kidney stone"), oophoritis ("infection in left ovary") and postoperative wound infection ("infection in left incision") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included amoxicillin since 2010, ibuprofen since 2013 and levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2014, the patient experienced nephrolithiasis (seriousness criterion medically significant) and malaise ("sickness"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2018, the patient experienced dizziness ("dizziness"). In 2018, the patient experienced oophoritis (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant) and ovarian cyst ("cyst on right ovary"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, nephrolithiasis, vaginal haemorrhage, dysmenorrhoea, nausea and malaise had resolved, the oophoritis, postoperative wound infection and ovarian cyst outcome was unknown and the dizziness was resolving. The reporter considered abdominal pain, dizziness, dysmenorrhoea, malaise, nausea, nephrolithiasis, oophoritis, ovarian cyst, postoperative wound infection and vaginal haemorrhage to be related to essure. The reporter commented: have had a mirena iud since 2013 as back-up birth control. Will be taken out on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. (B)(6) 2014- she undergo essure confirmation test(ultrasound); hcg ¿ negative. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Events: kidney stone, cyst on right ovary and infection in left ovary, infection in left incision were added. Medical history , concomitant drug were added. Outcome of events:abdominal pain, abnormal vaginal bleeding, dysmenorrhea, nausea, sickness, dizziness and kidney stones were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.